Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient receiving morphine (6 mg/ml at 1.2 mg/day) and bupivacaine (15 mg/ml at 3.0 mg/day) via an implanted pump. The patient reported that at her last pump refill the physician found "extra fluid" around the pump and she estimated "250" of the extra fluid was taken off. The patient was taken to surgery and when the doctor opened the pump pocket, it was found that the pump had flipped. A catheter dye study was completed after successfully pulling off/aspirating from the cap (catheter access port) and the doctor reported a functioning catheter. He then re-anchored the pump and addressed the catheter; he added clips and tied off/down the catheter. The physician then successfully pulled off/aspirated the cap once again. It was noted that the issue was resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.